Event description:
It was reported that the patient developed an infection. The patient had been experiencing fever and flu like symptoms since implant. On (B)(6) 2011, exploratory surgery took place to look for infection. The patient had taken multiple antibiotics to eliminate the infection without success. The patient's urinary relief was good. Additional information received reported there was no evidence of implant infection in the patient.

Manufacturer narrative:
(B)(4).